Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported rvad support, hemorrhagic stroke, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient had an rvad placed in the or due to the inability to come off bypass. The patient reportedly expired on (B)(6) 2019 due to a hemorrhagic stroke. The account also reported that the patient had a history of factor 5 leiden with known clots prior to implant. The pump was not explanted. The heartmate 3 lvas IFU lists right heart failure and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The patient had a history of factor 5 leiden and known clots prior to implant. The patient was placed on rvad in the operating room secondary to inability to come off bypass without right sided support. The patient expired secondary to hemorrhagic cerebrovascular accident. No further information was provided.